Event description:
The icy catheter (lot # 197872) was used to provide ivtm treatment for a female patient (66 kg) after cardiac arrest. The catheter was placed in the left femoral vein smoothly after the first attempt. After 81 hours of treatment, the console generated an air trap alarm, and the 500 ml saline bag was observed empty. No external leaks were noted by the user. Per the reporter, the catheter and the saline bag were not replaced, as the patient no longer had a fever. The customer suspected the infusion of 500 ml of saline fluid. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of catheter leak was confirmed during functional testing of the returned icy catheter (lot # 197872). During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial balloon of the catheter. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter showed no physical damage. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the icy catheter with lot # 197872.